Event description:
The user's hearing performance with the device is affected, and it was reported to have steadily decreased since (B)(6) 2021. Revision surgery is being considered but no date has been set.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected, and it was reported to have steadily decreased since (B)(6) 2021. Revision surgery is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected, and it was reported to have steadily decreased since (B)(6) 2021. The user was reimplanted.